Event description:
While doing an endovascular procedure using a siemens cios alpha mobile c-arm, the c-arm froze requiring a system reboot. The case was prolonged by a few minutes. There was no harm to the patient. Siemens is aware and supposedly working on a software patch.